Manufacturer narrative:
(B)(4). Batch # l55k2f. The analysis found that one pse60a device was returned in good visual condition and with an ecr60b partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force and the worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure the device locked up. On the second firing, the surgeon compressed on the tissue and fired the device. A blue reload was used. No buttressing material was used. The knife moved forward a tiny bit, but it did not reach the tissue. There was no cutting or stapling of patient tissue. The surgeon was unable to reverse the knife with the reverse button. The surgeon tried to manually open the jaws by pulling them apart, which did not work. She then tried the manual override two or three times, and this also did not work. Two surgeons then had to pry the jaws apart to remove them from the patient tissue. The procedure was completed with another like device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.